Event description:
Customer reported the dxc 700 au clinical chemistry analyzer generated false low patient results for sodium and false high chloride results and negative anion gaps. The customer did not report the erroneous results outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and after multiple interventions the fse replaced the sodium (na) electrode cable, potassium (k) electrode cable, chloride (cl) electrode cable, reference (ref) electrode cable and buffer syringe drive assembly to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse performed system verification successfully without issue. The system returned to normal operation. No further issue noted. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).